Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp bottom broke in half during the cleaning process. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g2; g3; g6; h1; h2; h6 visual inspection of the returned item found it to exhibit signs of repeated use and has fractured on the lateral side of the post feature. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A complaint history search identified 20 complaints for item # 42517000303 lot # 63167575 combination as of the (B)(6), 2021. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.